Event description:
Returned goods investigation reveals that the device was returned with the stent graft loaded. The peek guidewire tubing was bent. The graft cover was retracted 9.7mm from the step of the nosecone. The black ring is retracted 1.8cm. The cpc (quick disconnect) was disconnected. There was a kink 8.2cm proximal from the distal end of the graft cover. The catheter had an 's' bend. The distal tip of the graft cover was deformed. The kink in the catheter was in the same direction as the nosecone bend. The bent nosecone may have caused the damage to the graft cover. There were scratches over the graft cover at the distal end of the catheter overlaying the stent graft. The stent graft was easily deployed using the deployment handle. There was a stress crack on the graft cover 6.2cm distal to the black ring. Four of the seven runners were bent. The bend was in the same location on all four runners 6.9cm proximal to the distal end of the runners. The peek tubing at the base of the nosecone was severely bent. Based on the info available and the investigation performed, it is possible that the kink in the catheter and the correlating bend of the nosecone and the deformation of the catheter contributed to the deployment difficulty.

Event description:
A 28mm diameter x 16mm diameter x 16.5cm length aneurx bifurcated stent graft and its components was inserted for the endovascular treatment of an abdominal aortic aneurysm on an unknown date. The physician reported that the pt had typical anatomy with moderate tortuosity and some calcification (not severe). The physician reported that the "devices would not deploy" and there was no significant movement of the graft cover. He also reported that the "graft cover snapped on two of them". The physician accessed both the iliacs to see if the "angles made a difference", however, he experienced the same difficulty in deployment of the stent graft. The physician reports that the last stent graft deployed had no significant problem and there were no problems with fixation or attachment seal. It is reported that the pt did fine. Multiple attempts to obtain information have been unsuccessful. The device was returned to medtronic ave for returned goods investigation and is pending analysis.